Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one patient sample generated a hbsag assay result of reactive on one axsym analyzer and when tested on another axsym analyzer, tested nonreactive twice. Based on the initial reactive result, the patient was tested for other hepatitis b markers. The patient tested reactive for hbeag and nonreactive for core total, core-m, anti-hbe and anti-hbs. In 2007, the patient was reactive for hbsag and hbe antigen and nonreactive for the other hepatitis b markers. Additionally, the patient?s hepatic function tests were also markedly altered. There is no further impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. No patient samples were returned for this investigation. In order to assess the specificity of this lot, testing of internal quality controls (serum pool panel and plasma pool panel) was performed which gave results comparable to the release data within typical ranges for specificity panels. The customer cannot be provided with a specific reason why they experienced this problem but this investigation evaluated the customer's issue together with other performance feedback and verified that the product is currently continuing to meet performance specifications for specificity. No information regarding clinical findings are available from the customer. Axsym hbsag results were found around the cutoff with two of the three replicates and one just above 2 s/co. Hbe was positive and all antibody response parameters negative. The result reports showed an "expired" flag for the axsym core, axsym ausab and axsym hbe 2.0 results, i.e. The reagent pack expiration date or on-board stability has been reached, and associated results are invalid. If the hbv infection is a probable causative agent for hepatitis in this case, it should be mentioned that negative results for anti core are very unusual in the acute or post acute stage of the disease. A possible explanation could be innate or acquired defect of antibody production. Patient history (increased susceptibility for infectious diseases), previous vaccination success, and additional testing, e.g. Total igg, igm, igg subclasses, might help to clarify the situation. Decreasing hbsag levels indicate that the patient is recovering. Usually hbeag disappears faster than hbsag. The customer's issue is adequately addressed in the axsym hbsag (v2), package insert. A review was performed of the manufacturing documents for reagent lot number 59516lf01. From this review, no issues were identified that would warrant any additional corrective/preventative action nor additional investigation is required. There was no product deficiency. This is a final report.